Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and low pace impedances. The noise was reproducable some of the time with troubleshooting. The noise did not result in any inappropriate therapy. The patient did feel some pounding in their chest, but no additional adverse patient effects. The physician's plan was going to either put in a new rate/sense lead or put in a whole new rv lead.

Manufacturer narrative:
Additional information has been received from a boston scientific field representative that this right ventricular (rv) lead has been explanted due to the observations of low pace impedance and noise. The lead was successfully explanted and a new rv lead implanted with no adverse effects reported.

Manufacturer narrative:
Additional information received from a boston scientific field representative reports that this lead was fractured in addition to the noise and low pace impedance issues previously reported on.

Manufacturer narrative:
I have gone to the field for further information concerning this report. This investigation will be updated should further information be provided.